Event description:
The device had high impedances on several of the bipolar pairs. Reprogramming around the open circuits was successful and the patient felt stimulation at an appropriate location and amplitude.